Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 27-may-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2004 for permanent contraception. Soon after the essure procedure, plaintiff began experiencing migraines with no prior history of migraines. On or about (B)(6) 2004, she underwent a hysterosalpingogram (hsg) test that confirmed full occlusion. In (B)(6) of 2014, she began to experience severe pain and went to the emergency room to be evaluated but the doctors were unable to determine the cause and discharged her. Later that same day, the pain became so excruciating that she returned to the emergency room. On this second visit, an ultrasound was performed that showed that one of the coils had migrated and perforated plaintiff's uterus. On (B)(6) 2014, plaintiff underwent a partial hysterectomy. Due to this very painful procedure, she was left with permanent scars. Following her partial hysterectomy, all of her essure related symptoms have resolved. Follow-up received on 16-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils had migrated and perforated her uterus. She underwent a partial hysterectomy approximately 10 years after essure insertion. This event is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, 10 years after essure insertion an ultrasound showed that one of the coils had migrated and perforated her uterus. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils had migrated and perforated her uterus"), device expulsion ("migration of essure device location of device: uterine wall"), embedded device ("migration of essure device location of device: uterine wall") and device breakage ("device breakage") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, dehydration and cholecystectomy on (B)(6) 2013. Previously administered products included for an unreported indication: aspirin. Past adverse reactions to the above products included malaise with aspirin. Concurrent conditions included wrist pain, swelling of wrists, epigastric pain, ganglion cyst, mass and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, 1 day after insertion of essure (ess205), the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2004, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition type: epigastric pain") and dehydration ("dehydration"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), scar ("permanent scars") and abdominal pain lower ("lower abdominal area pain"). The patient was treated with panadeine co (tylenol #3), morphine, surgery (supracervical hysterectomy with salpingo-oophorectomy), surgery (supracervical hysterectomy with salpingo-oophorectomy), surgery (supracervical hysterectomy with salpingo-oophorectomy) and surgery (supracervical hysterectomy with salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, migraine and abdominal pain lower had resolved, the device expulsion, embedded device, device breakage, headache, abdominal pain upper and dehydration outcome was unknown and the scar had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, dehydration, device breakage, device expulsion, embedded device, headache, migraine, scar and uterine perforation to be related to essure (ess205). The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: full occlusion. Ultrasound scan - on (B)(6) 2004: coils had migrated and perforated uterus . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils had migrated and perforated her uterus"), device expulsion ("migration of essure device location of device: uterine wall"), embedded device ("migration of essure device location of device: uterine wall") and device breakage ("device breakage") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, dehydration and cholecystectomy on (B)(6) 2013. Previously administered products included for an unreported indication: aspirin. Past adverse reactions to the above products included malaise with aspirin. Concurrent conditions included wrist pain, swelling of wrists, epigastric pain, ganglion cyst, mass and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, 1 day after insertion of essure (ess205), the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2004, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition type: epigastric pain") and dehydration ("dehydration"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), scar ("permanent scars") and abdominal pain lower ("lower abdominal area pain"). The patient was treated with panadiene co (tylenol #3), morphine, surgery (supracervical hysterectomy with salpingo-oophorectomy), surgery (supracervical hysterectomy with salpingo-oophorectomy), surgery (supracervical hysterectomy with salpingo-oophorectomy) and surgery (supracervical hysterectomy with salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, migraine and abdominal pain lower had resolved, the device expulsion, embedded device, device breakage, headache, abdominal pain upper and dehydration outcome was unknown and the scar had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, dehydration, device breakage, device expulsion, embedded device, headache, migraine, scar and uterine perforation to be related to essure (ess205). The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: full occlusion ultrasound scan - on (B)(6) 2004: coils had migrated and perforated uterus quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "headaches, migration of essure device location of device: uterine wall, device breakage, gastrointestinal or digestive system condition type: epigastric pain, lower abdominal area pain", reporter, concomitant and historical condition added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only on (B)(6) 2018: aka name added from medical record. Follow up 3 and 4 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.